Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners. The insulin pump received with severely scratched lcd window.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer also stated that the screen on the insulin pump scratched up due to playing hockey. Customer attempted to do a bolus and the numbers would not scrolling. Customer's current blood glucose reading is 272 mg/dl. No further information reported.